Event description:
It was reported that the atrial lead exhibited noise and a sensing anomaly. No patient symptoms were reported. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported stated that the atrial lead was explanted and replaced on (B)(6) 2015. The patient was doing fine post surgery.